Event description:
It was reported that the user initiated a supply change but selected fill tubing only, which left the pump disconnected and insulin delivery paused until guided troubleshooting and education restored the correct sequence for replacing the cartridge, connector, tubing, and infusion set, completing fill tubing and fill cannula, and resuming therapy. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery without alarms or hospitalization. Investigation included remote troubleshooting and user education to correct supply change steps. Investigation of this case revealed user procedural error during the infusion set and cartridge change that was resolved through stepwise guidance, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling error.